Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k013227.

Event description:
It was reported by the doctor that the tsvb11 packaging was empty upon receipt. The doctor had another tsvb11 with same lot number and used it instead to complete the procedure.

Manufacturer narrative:
One tapered screw ventimplant package was returned for inspection. Visual inspection revealed that the implant and mount were not inside the packaging, nor was the cover screw. The vial cap is noted to be cracked. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. Inspection of the packaging revealed no missing product. A root cause cannot be determined. UDI: (B)(4).